Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker had a dropped in the remaining longevity due to programmed high output. The physician decided to remove the device as the patient is pacer dependent. This pacemaker was explanted. No additional adverse patient effects were reported.